Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited low pacing impedances. During a generator changeout procedure for normal battery depletion this ra lead was explanted and replaced. This lead was discarded and is not expected for return. No additional adverse patient effects were reported.